Event description:
The customer reported, to olympus. The evis x1 video system center lost image on the main monitor. The reported issue occurred, during an unknown therapeutic procedure. The procedure was subsequently, completed with the same device by disconnecting and reconnecting the device. There was no patient/user harm or injury reported, due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further presumed - the device was not returned to the legal manufacturer, and no further information was made available that could further clarify the suggested event. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.